Event description:
A report was received that the patient was experiencing pain at the pocket site because the ipg was superficial. A sore was noted. The patient underwent an ipg revision procedure wherein the ipg was buried a little deeper. The patient was doing well postoperatively.